Manufacturer narrative:
The touchscreen assembly was returned for failure investigation. The investigation determined physical damage resulted in a deep scratch on the screen, which caused the touchscreen to fail.

Manufacturer narrative:
Date of event: (B)(6)2020. (B)(6) 2021 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the touch panel did not respond. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue. The reported phenomenon was confirmed through operation checking. The touch screen calibration was carried out but the phenomenon persisted. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problem. The unit successfully passed the required performance verification test.